Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during set-up they could not see anything in the endoscope, it was completely blurry. The product was changed out. There was no patient involvement as this occurred during set-up. The surgery was completed successfully.